Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s previous implantable neurostimulator (ins) was replaced because ¿the battery went bad.¿ it was noted that it was turning on and off on its own which had started happening sometime in 2012. Patient had not known why the battery went bad. Additional information requested but had not been received as of the date of this report.